Event description:
Boston scientific received information that two episodes of noise were noted on both right atrial and right ventricular channels. The patient is pacemaker-dependent in the atrium. The noise was less than five seconds on both occasions, and the source appeared to be myopotential. Based on the patient's dependency on atrial pacing, it is possible that the patient had longer than two seconds of asystole as a result of the oversensing. The sensitivity settings were adjusted and the patient will be reviewed in the clinic in six months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.